Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and the u13 processor and d2 diode were shorted. The cause of the inability to recognize a battery pack is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not recognizing the battery packs.